Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. It was reported that a balloon burst/leak occurred. It was stated that the balloon had not been inflated and the balloon was noted to be broken as the stent progressed through the artery. A stagnation of contrast medium was observed as the stent progressed through the artery. No patient injury was reported.

Manufacturer narrative:
Correction: annex c code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident on the hypotube. The inner member appeared flattened and kinked. The device returned with balloon folds intact. The stent returned displaced distally over the tip with crimp impressions visible on the balloon. The balloon passed negative prep. The balloon inflated to 12atm. The balloon-maintained pressure. Upon visual inspection of the device, a short pin hole tear was observed on the inner member of the distal shaft. The inner member snaked during inflation between the marker bands. It was not possible to support the device with a mandrel. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. Additional information: the lesion was type ii occluded with no excessive angulation in the left anterior descending artery (lad). The patient was being treated for an acute phase myocardial infarction (mi). The device did not pass through a previously deployed stent. Resistance was noted as soon as placing the device on the guide at the moment of pushing out of the patient. Excessive force was not used. The leak was detected when the guidewire was introduced on the stent-bearer, before crossing the valve, as it was noticed that there was no marker, which is usually present on the product. There was no detachment of the device reported. No attempts were made to inflate the balloon. The patient is reported to be hemodynamically stable. Patient age and weight provided. Event date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: images provided show that the lad is totally occluded at the level of the ostium of the first diagonal (d1), which is patent except for an ostial lesion which does not appear to be impacting flow to the vessel. A stent is deployed at the site of the lad occlusion that results in restoration of flow to the distal lad. There appears to be thrombus at the site of the previous CT extending into the ostium of the d1. A shorter stent is delivered and positioned overlapping with the proximal end of the newly deployed stent. Images appear to show stent deformation at the overlap between the stents. Although no images were provided showing stent post-dilation, the shorter stent delivery system remained in the vessel and the apparent deformation of the stents is resolved, suggesting that post dilation of the stent occurred. No images were provided showing the attempted delivery and the balloon burst/leak, and withdrawal of that device without deployment. Therefore conclusion on root cause cannot be determined from the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.